Event description:
The device was returned to the service center with a report from the customer during preventive maintenance testing it was noted the device needs servicing and the cassette on the left won't close. No additional info provided. This does not indicate a reportable malfunction. However, during verification testing at the service center the device touchscreen does not respond.

Manufacturer narrative:
During testing at the service center the device touchscreen did not respond. This was found to be due to contamination on the touchscreen due to fluid ingress. The customer complaint of the cassette on channel a not closing was due to the touchscreen not responding. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.